Event description:
It was reported that the patient underwent a mis-tlif to treat lcs and spondylolisthesis. It was reported that during reduction, the l4 screw was pulled about 1/3 out from the bone. The complained screw was removed, and a 5.5x45mm screw was implanted instead without any problems. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.